Event description:
The customer alleged intermittent audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and replaced the mega cpu, enhanced plus keyboard, interface pcb, conversion pcb, dci pcb, motherboard pcb, card cage, and utility panel wiring harness. The unit passed extended self testing. It is not verified that the unit did not alarm, and no malfunction may have occurred. There was no pt involvement with the ventilator.